Manufacturer narrative:
On 03/22/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/30/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 10 millimeter discrepancy in the screw length in synergy spine 2.1. The surgeon was using two non-medtronic depuy drivers with navlock trackers, purple and orange. The depuy representative stated that these were the same driver. Surgeon placed 40mm length screws in t4 and then moved to t6 where the surgeon then placed 50mm screws. The software listed the screw as a 50mm projection on the screen, however, the screw cad model was showing as a 40mm length and did not update to the 50mm length. The medtronic representative updated the projection length of the screw to 60mm then back to 50mm. After this update, the screw cad model updated to display the correct length. There were no issues placing the screws, all were placed correctly. Drivers were verified without a screw attached. Drivers were the same length, using the 5.5-6.0 std legacy driver tool card in medtronic software. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.